Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a physically damaged resistor on the pace/defib engine board. The resistor was replaced to resolve the report. No signs of physical impact to the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.